Manufacturer narrative:
Comparative effects of laparoscopic tapp and tep hernia repair on pelvic floor nerve and erectile function in male patients: a retrospective study: g. Yu, y. Wang, journal of men's health 2026 vol.22(1), 115-124, doi:10.22514/jomh.2026.010. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study compared the outcomes of patients who underwent inguinal hernia repair via a tra nsabdominal preperitoneal (tapp) or totally extraperitoneal (tep) approach between june 2020 and june 2023. It was noted that inguinal hernia repair was accomplished with mesh or a competitor product. There were 170 patients included in the study and complications included seroma and inguinal pain persisting for longer than three months. Interventions and outcomes are unknown.